Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the implantable defibrillator was returned and analyzed. Primary results revealed that the device did not meet the expected longevity. The cause is unknown.

Event description:
It was reported that an implantable cardio defibrillator (ICD) presented signs of elective replacement (eri). The caller expressed the opinion that the battery experienced "early depletion." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an implantable defibrillator (ICD) presented signs of elective replacement (eri). The caller expressed the opinion that the battery experienced "early depletion." The device remains in use. No patient complications have been reported as a result of this event.